Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient's garment was tight and digging into the skin causing a skin irritation. There was no alleged device malfunction contributing to the irritation. The patient followed up with his physician regarding the skin irritation and was prescribed sleeping medication to help address comfort with the lifevest. Follow up indicated that the patient's skin irritation improved.